Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived at the site to address the reported event. First, fse confirmed the reported event by performing, and failing initialization. Next, fse opened the bf cover and found the bf2 wash tubing had become disconnected from the top of the probe. Fse cut back the tubing and secured them properly, dried out the overflow sensor from the back of the device, and then verified there was no excess fluid in the tubing or waste trap. No further issues were noted. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 20nov2017 through (B)(4) 2018. There were two similar complaints identified during the search period. The aia-900 operator's manual; chapter 12 - flags and error messages was reviewed. 2009 liquid leak error: the aia-900 operator's manual indicates that the 2009 liquid leak error message is generated when leakage of solution is detected at the start of measurement, causing the measurement to stop. The operator is instructed to contact the service department. 5102 substrate bg measure aborted: the aia-900 operator's manual indicates that the 5102 substrate bg measure aborted error message is generated when the substrate background measurement is interrupted due to the occurrence of a phenomenon which prevented the continuation of substrate background measurement. The operator is instructed to check the cause of the abort. The most probable cause of the reported issue was due to the bf2 wash tubing becoming disconnected.

Event description:
The customer reported receiving "2009 liquid leak" and "5102 substrate bg measure aborted" errors during start up for the aia-900 analyzer. The customer tried shutting the analyzer off but the errors continue. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for cardiac troponin-I 2nd generation (ctnl2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.